Manufacturer narrative:
If implanted; give date: not applicable as the lens was not fully implanted. If explanted; give date: not applicable as the lens was not fully implanted; and therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A crack in the intraocular lens after insertion was reported. There was patient contact and lens removed. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: through follow-up it was learned that for this event there was no incision enlargement and no vitrectomy reported. The lens was inserted and then removed with no issues. A backup was used to complete the procedure successfully. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during review. There were no associated deviation or non-conformity reports found in the review related to this complaint. The units were released according specification in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.